Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) did not alarm asystole when the patient had a 4 second pause. The cns is set to alarm at a 3 second pause. They said that the alarm they got was a pause alarm, but they should of had an asystole alarm. This event occurred (B)(6) 2021 at 5:51am est. Nihon kohden technical support (tech support) sent them the cns investigation guide to collect the print outs we need to investigate this issue. Once they send it to us, tech support will forward the printouts to the on-call clinician to take a look at them. The patient was male. No patient harm was reported. 01/20/2021 emailed customer via microsoft outlook for all items under the no information section. The customer responded back but only stated that the patient was male.. Additional device information: concomitant medical products: the following device(s) were being used in conjunction with the cns. Telemetry transmitter: model: zm-531pa. Sn: (B)(4).

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) did not alarm asystole when the patient had a 4 second pause. The cns is set to alarm at a 3 second pause. They said that the alarm they got was a pause alarm, but they should of had an asystole alarm. This event occurred (B)(6) 2021 at 5:51am est. Nihon kohden technical support (tech support) sent them the cns investigation guide to collect the print outs we need to investigate this issue. Once they send it to us, tech support will forward the printouts to the on-call clinician to take a look at them. The patient was male. No patient harm was reported.